Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the kerrison break off in the patient during surgery on monday.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We mad a visual inspection of the instrument. The broken off tip is missing. Additionally we made a visual inspection of the fracture surface. The main part of the bone punch shows visible damage. Furthermore we found limescale residues. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. This kind of instrument is designed for delicate use only. We assume a mechanical overload situation as the causal factor. We also assume that the limescale residues were caused by excessive lime in the water used for the cleaning stage or at the final rinse. No CAPA is necessary.